Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported via email that the "machine" would not accept any new cartridges. However, the pump was able to take a old cartridge. The customer attempted multiple cartridges from different boxes. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.